Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon its return to our quality assurance laboratory. Review of the device memory confirmed a code 1003 had been displayed; no other faults or resets were noted. Although the battery voltage was lower than expected (2.98 volts), the power consumption was in normal range and all therapy was available while this device was implanted. The device case was removed, and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then explanted, replaced and was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.